Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was an issue with the tip capture. The stent graft was successfully implanted however; when releasing the suprarenal stents, the delivery system had an issue which caused problems removing the delivery system. There was no issues noted prior to the insertion of the device. The physician further noted that when they released the crown of the stent graft, the handle of the delivery system broke at the level of the thread and the crown was released uncontrolled. No force was reportedly applied. When retrieving the delivery system after stent deployment, the delivery system got stuck in the vessel wall in the groin. A cut down procedure was required to release the delivery system. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation results are: the event was confirmed; the backend of the delivery system was detached. The root cause of the event could not be conclusively determined during analysis; however, it may be due to damage during shipping, which caused a partial break in the screw gear that was exasperated during use and led to the detachment.